Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported on (B)(6) 2019, the patient reported persistent increased spasticity. It was noted that on 2019-apr-10 the device was reprogrammed to a high dose. The reprogramming did not solve the problem. During surgery for catheter repositioning on (B)(6) 2019, it seemed there was a catheter disconnection at the pump site. The catheter was only repositioned (no system modification), and it was assumed that they fiddled a little bit with the catheter to obtain a better connection or flow. The catheter was not shortened, replaced or put on a different level. The event resulted in prolongation of existing hospitalization. The device diagnosis was catheter disconnection at pump and the clinical diagnosis was persisting increased spasticity after catheter replacement. The event date was updated to (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: ascenda, lot# unknown, implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: ascenda, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving lioresal (2000 mcg/ml) at a dose of 269.78923 via an implantable pump. The indication for use was not provided. It was reported that the patient's spasticity persisted after replacing the catheter on (B)(6) 2019 (refer to manufacturer report # 3004209178-2019-07745) so another revision was performed on (B)(6) 2019. It was indicated that the catheter was repositioned on (B)(6) 2019 and that surgical observation found leakage at the pump site. The outcome was resolved without sequelae as of (B)(6) 2019. No further complications were reported or anticipated.